Event description:
Bard max-core biopsy instrument mc1616 failed to obtain specimens. Second device was used to obtain needed specimens. The physician performing the procedure made additional comments: the bard biopsy devices stocked for renal biopsies have been frequently malfunctioning. Even with the most skilled, experienced providers, they appear to fire on us, but do not actually grab a core. They also appear to fire normally outside the patient. It has now become routine that we are doing 4-5 passes to get 1-2 cores because of these malfunctioning devices.